Event description:
It was reported that, per pump logs, a motor stall occurred on (B)(6) 2014, with a tube set message 2 days later. A pump update was logged on (B)(6) 2014 at 10:12 and a motor stall recovery was logged on the same date at 10:28. At a pump refill on the same day, expected and actual reservoir volumes were checked and were determined to be accurate. It was later confirmed that the patient had an MRI on (B)(6) 2014 and the pump was not interrogated afterwards. The patient did not experience any symptoms and no alarm was heard. A pump replacement was planned for (B)(6) 2014, but the patient later decided to wait for a replacement until the elective replacement indicator (eri) occurred. The device system was used to deliver morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l53975, implanted: (B)(6) 1998product type catheter. (B)(6).